Event description:
It was learned through the momentis clinical trial crf that a patient with a 27mm 7300tfx mitral valve was explanted after an implant duration of 5 years, 5 months due to host tissue overgrowth causing leaflets to remain open and leading to severe regurgitation and moderate stenosis. The valve was replaced with a 27mm 11400m valve. Per source documents, the patient presented with severe heart failure, systolic class iii. Pre-op tee showed heavily thickened calcified mitral valve with severe mr and moderate ms. The patient underwent a redo mvr and tvr with a 28mc3 annuloplasty ring. Intraoperatively the valve had lots of tissue grown over the mitral valve causing leaflets to remain open and caused severe mr. One papillary muscle was removed, the valve sized to a 27mm mitris valve and was secured with pledget sutures and cor-knots. Post procedure tee showed prosthetic valve functioned well with no insufficiency, and tricuspid valve looked quite good with trace central insufficiency. The patient tolerated the procedure well and was transferred back to ICU in good conditions and discharged on pod #9.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Manufacturer narrative: updated sections: b5, d4 expiration date and UDI number, g3, g6, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. H1 corrected data: section h6 device code(s).

Event description:
It was learned through the momentis clinical trial crf that a patient with a 27mm 7300tfx mitral valve was explanted after an implant duration of 5 years, 5 months due to host tissue overgrowth causing leaflets to remain open and leading to severe regurgitation and moderate stenosis. The valve was replaced with a 27mm 11400m valve. Per source documents, the patient presented with severe heart failure, systolic class iii. Pre-op tee showed heavily thickened calcified mitral valve with severe mr and moderate ms. The patient underwent a redo mvr and tvr with a 28mc3 annuloplasty ring. Intraoperatively the valve had lots of tissue grown over the mitral valve causing leaflets to remain open and caused severe mr. One papillary muscle was removed, the valve sized to a 27mm mitris valve and was secured with pledget sutures and cor-knots. Post procedure tee showed prosthetic valve functioned well with no insufficiency, and tricuspid valve looked quite good with trace central insufficiency. The patient tolerated the procedure well and was transferred back to ICU in good conditions. The patient was discharged on pod #9. Per follow-up with the clinical trial site and surgeon the primary cause of device failure is host tissue overgrowth.